Event description:
It was reported that the device exhibited a pca dose malfunction/ unit needs reboot, while in use with patient. There was no patient harm/adverse event reported.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
H2) device evaluation: h3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.